Manufacturer narrative:
One medfusion pump was received with a crack on the battery door as well as the left and right plunger cases. The event history log was reviewed and there was no error which relate to the force sensor problem. The power up process, check and force sensor tests were performed. No force sensor error was found at power up, but the force sensor was unable to be calibrated and there was no force reading. The force sensor cable was damaged and pinched by the left plunger case. This issue was caused by the customer's incorrect assembly of the device which caused damage to the force sensor cable. The force sensor replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a defective force sensor. There was no patient involvement.